Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturing site for evaluation. The manufacturing site reports a visual exam was performed on the returned device and it was observed that the backplate was detached. It was also found that there was no glue residue on the joint area of the tube. It was also reported that "DHR for the packaging lot 11f22h0075 was reviewed and no abnormalities was found with the complaint lot. No findings or reject on different size of product was observed during the packaging process." The complaint was confirmed based on the visual exam of the returned sample. The root cause is manufacturing related. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the "lma was inserted in a normal manner. [The doctor] noticed the patient's etc02 levels dropping, attempted to reposition lma. At that point the tube detached from the cuff. [The doctor] was able to reach into the patient's airway and remove the cuff with his fingers. Replaced with another lma. No negative issues with the patient, case continued after this short delay". Additional information received states that there was no patient harm or injury. The patient status is reported as "fine". The user "did not have any indication of damage to the trachea" and that during the event, the patient desaturated to the "low 90's".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the "lma was inserted in a normal manner. [The doctor] noticed the patient's etc02 levels dropping, attempted to reposition lma. At that point the tube detached from the cuff. [The doctor] was able to reach into the patient's airway and remove the cuff with his fingers. Replaced with another lma. No negative issues with the patient, case continued after this short delay". Additional information received states that there was no patient harm or injury. The patient status is reported as "fine". The user "did not have any indication of damage to the trachea" and that during the event, the patient desaturated to the "low 90's".